Manufacturer narrative:
This report is being filed to provide additional information in h6 and h11. Investigation: one used reveos pooling set was received for investigation. Initial observations noted the tpas bag was empty, and fluid was noted in the inlet and outlet filter tubing. The filter was inspected for any defects and note were found. The filter was flow tested and no occlusions or restrictions were found, the fluid flowed freely through the filter and tubing. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.11. Investigation: one used reveos pooling set was received for investigation. Initial observations noted the tpas bag was empty, and fluid was noted in the inlet and outlet filter tubing. The filter was inspected for any defects and note were found. The filter was flow tested and no occlusions or restrictions were found, the fluid flowed freely through the filter and tubing. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a root cause assessment was performed for this complaint. Based on the available information, a definitive root cause for the reported rwbc results issue could not be determined at this time. Possible causes for these failures include but are not limited to: the whole pooling set was not hung in full length impeding the filtration process. The operator inadvertently not closing the clamp above the filter at the beginning of the pooling process. Leaving the clamp open allowed for platelets and or pas to partially wet or prime the filter. By not completely priming the filter and forcing the air out of the filter, the full surface area of the media will not be used during filtration, reducing the effective filtration area, and leading to the potential for elevated rwbcs in the pooled platelet. Donor physiology may also contribute to a higher-than-expected level of wbcs. Based on the available information a definitive root cause for the reported slow filtration could not be determined but it is likely due to one or a combination of the possible causes listed below: characteristics of the blood being processed. Inadequate mixing of the blood. Incorrect storage temperature of whole blood prior to processing, or of platelets prior to filtration, can cause platelet aggregate formation which may potentially block the filter during filtration.

Event description:
This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event.

Event description:
This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
Investigation: one used reveos pooling set was received for investigation. Initial observations noted the tpas bag was empty, and fluid was noted in the inlet and outlet filter tubing. The filter was inspected for any defects and note were found. The filter was flow tested and no occlusions or restrictions were found, the fluid flowed freely through the filter and tubing. Investigation is in process, a follow-up report will be provided.